Manufacturer narrative:
Updated block h8: usage of device. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on all the available information, the most probable cause of the reported issue cannot be established due to lack of evidence and since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that an error message to restart device was prompted and when restarted, it took a couple of minutes. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that an error message to restart device was prompted and when restarted, it took a couple of minutes. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.